Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), implanted: (B)(6) 2006, product type: recharger. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 355531, lot# n315422, implanted: (B)(6) 2012, product type: screening device. Product ID: 355027, lot# n306994, implanted: (B)(6) 2012, product type: accessory. Product ID: 377860, lot# v008250, implanted: (B)(6) 2006, product type: lead. (B)(4)

Event description:
It was reported that the patient had their lead wire fracture 1-3 years prior. The patient was not sure on the exact date. Information regarding cause of event and actions taken to resolve it has been requested. If additional information is received, a follow-up report will be sent.